Manufacturer narrative:
(B)(4). Results of investigation: due to the lack of material for evaluation, no verification of the allegation can be completed and no definitive root cause of failure determined; however, this issue was resolved through additional training for the customer on the ptv ventilator use. The customer did not understand proper use of the ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the customer has seen multiple revel units on multiple patients and multiple care providers both rt and nurse where the revel did not seem to deliver the expected amount of breaths per the ventilator settings. There was no report of any patient harm associated with this complaint.